Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of normal saline, at a rate of 40ml/hr, via a symbiq pump. The customer contact reported that less than an hour after the infusion was started, the nurse noted that solution leaked and a small amount of blood on the patient and patient's bed. At that time, it was noted that the tubing separated from the outlet port of the cassette. The tubing set was replaced and the therapy was resumed. In addition, the patient's IV catheter had clotted and a new peripheral IV was started. There were no reports of adverse patient effects and no reported delay in therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found the tubing separated from the outlet port of the cassette of the tubing set. This was due to insufficient solvent application. The lot number of the device that was in use is unknown. The customer contact identified two possible lot numbers. The possible lot numbers are 300295h and 321505h. This report represents all the information known by the reporter upon query by hospira personnel.